Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had myoptic surprise for both spherical and cylinder power. Doctor implanted company toric lens of 22.5 diopter in the left eye of patient. Biometry data and measurement was looking fine as per data given by the surgeon, but still patient was having refractive surprise in term of spherical -1.50 d & in term of cylinder -1.75 d and checked his subjective also, patient was n8 for near & 6/18 for far vision. So patient vision was also compromised a lot for distance. Additional information was received and stated, the surgical date was (B)(6) 2024 and this was 1st follow up of patient. The patient had myopic surprise disability; patient still was not able to see properly for distance without spects.